Manufacturer narrative:
The referenced electrode was not returned to olympus for evaluation. Based on the reported information, the most probable cause of the reported event is attributed to operational error/use of non-compatible instruments. To reduce the risk of patient/user injury the instruction manual provides the following warning statement, ¿use only compatible equipment listed in this section. If other combinations are used, the full responsibility is assumed by the user. Future products may also be compatible. For further details contact an olympus representative.¿

Event description:
Olympus was informed that loop of bipolar resection electrode (wa22302d) broke off inside the patient during a (turp) transurethral resection of the prostate procedure. The loop wire was retrieved from the patient after x-ray procedure. It was later reported that the bipolar electrode was being used in a monopolar settings. The procedure was completed using a different electrode (a22251c). No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, additional information from the original equipment manufacturers (OEM). The two referenced (wa22302d) electrodes were returned to olympus for evaluation. A visual inspection of the first electrode confirmed the loop wire of the electrode broke-off or likely melted. Charred marks were noted on the distal tip of the insulation posts. In addition, a piece of the loop wire remained at connection point of the blue colored insulation post and measured 2.47mm in length. No irregularities were observed on the electrode¿s insulation shaft or proximal end. Based on the reported information, the most probable cause of the reported event is attributed to operational error/use of non-compatible instruments. To reduce the risk of patient/user injury the instruction manual provides the following warning statement, ¿use only compatible equipment listed in this section. If other combinations are used, the full responsibility is assumed by the user. Future products may also be compatible. For further details contact an olympus representative.¿ additional note: the OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device.